Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Fluid was found leaking inside the cassette door at the end of treatment. Patients nurse states that no antibiotics were taken and there were no pt ill effects. The sample was discarded; no sample is available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.